Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 457 mg/dl, which was treated with bolus delivery. Customer's high blood glucose was due to a bent cannula. Due to customer over bolusing for high blood glucose, customer experienced low blood glucose of 50 mg/dl. Customer declined troubleshooting due to already troubleshooting with another representative and insulin pump function was fine.